Event description:
Customer reporting being hospitalized due to high blood glucose levels and dka. Customer also states insertion device does not fire evenly and that cannulas are bent. Troubleshooting was performed and pump appeared to be functioning properly. Sending replacement insertion device and sets.